Event description:
It was reported that the micro sagittal saw heated up during a procedure. A back-up device was used to complete the procedure successfully. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.